Event description:
It was reported that the patient had a spinal cord stimulator implanted by an anesthesiologist who "passed himself off as a spine surgeon." It was alleged that the hcp claimed the device was approved by the FDA for use in treating intractable angina and for use in a patient with a pacemaker. The patient developed a severe infection and initially spent (B)(6) in the hospital. The patient then spent (B)(6) in the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the spinal cord stimulator (scs) was implanted in his chest to block his angina pain. The patient was covered in mucus like stinky, pink fluid 4 weeks after implant. The scs was coming out of the pocket. It was stated that mrsa was pouring out of him. The patient confirmed with an infectious disease doctor that he had mrsa. The mrsa was drained but it kept producing more fluid. Vancomycin was given orally and a pic line was put in. The mrsa hit the brain and as a result the patient had complex regional pain syndrome (crps) and reflex sympathetic dystrophy (rsd). The crps caused him more chest pain. The patient was getting 4 milligrams of dilaudid per hour or he was on a patient-controlled analgesia (pca) of 0.6 dilaudid every 8 minutes with a 1 milligram continuous flow. The stimulator was explanted.

Manufacturer narrative:
(B)(4).